Manufacturer narrative:
Based on the claim against the product by the customer noting a missing monopolar curved scissors (mcs) tip cover accessory, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the accessory was not defective. Although the complaint regarding a missing mcs tip cover was not confirmed by failure analysis since the accessory was not returned, the information gathered indicates that the device did contribute to the customer reported issue. The probable root cause of the missing mcs tip cover accessory cannot be determined based on the information provided. Since the accessory was not returned, the reported event was unable to be confirmed or replicated. This complaint is considered a reportable event due to the following conclusion: it was reported that the mcs tip cover accessory fell inside the patient's anatomy during a da vinci assisted procedure. The product was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) was removed from the arm and then the customer noticed that the mcs tip cover accessory was missing when reattaching the mcs to the arm. There was a possibility that the mcs tip cover accessory fell off. The procedure was completed. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument and the mcs tip cover accessory were inspected prior to use with no issue. The surgeon did not notice any issue with the mcs instrument functionality during the procedure. It was unknown if the mcs instrument collided with any other instruments. The mcs tip cover accessory was properly installed during the surgical procedure. Part of the orange surface was not visible. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used. The customer did not use electrolube or lubricant. The mcs tip cover accessory fell inside the patient¿s anatomy. The tip cover accessory was retrieved successfully in the same procedure. No post-operative tests were performed and the patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The mcs tip cover accessory was discarded and will not be returned. The mcs instrument will not be returned because it was working normally. There was a procedure delay, but the detail was not known.